Manufacturer narrative:
Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case corner of belt clip rails. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's clip rail damaged and had crack at battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.